Manufacturer narrative:
B3: year and month of event has been provided; day is unknown. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pwd had two failed infusion sets with a blood glucose level of 441 mg per dl following this and a high-carbohydrate dinner. The pwd had also reported multiple issues over several days, including bent cannulas, insulin leaking under the adhesive, and occlusion alarms. The event did affect patient care but there was reported no injury to the patient. The event occurred while in use with a patient and the operator of the device was the lay user or patient.